Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9924749. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Migration of the enterprise2 vascular reconstruction device (vdr) can potentially lead to embolization, possibly ischemia or infarct. There are aneurysm/vessel characteristics, device selection, and operator technique that may have contributed to the event, rather than the design or manufacture of the device. The alleged device deficiency required an additional surgical intervention (i.e., use of a second stent to capture and remove the device) to preclude patient complications. It was also reported that the physician gave up stent implantation and completed the surgery; balloon angioplasty was successfully performed, therefore treatment was not absent. There is no indication that the absence of the stent had any impact to the expected surgical outcome. Based on the required surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, after the physician used the balloon catheter (unspecified brand) to dilate the target vessel, then the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9924749) was placed via the associated 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and released in the target site; the microcatheter was then removed. It was then reported that the stent was found to have migrated; the proximal end of the stent was located in the upper trunk of the m2 segment bifurcation of the middle cerebral artery (mca), and the distal end of the stent was located in the lower trunk of the m2 bifurcation, which could not cover the lesion site. The physician used the original 150cm x 5cm prowler select plus microcatheter to deliver a second stent (unspecified brand) to capture the first stent and removed it from the patient. It was reported that the physician ¿gave up stent implantation and completed the surgery. The surgery was prolonged by about 15 minutes.¿ there was no report of any negative impact on the patient. On (B)(6) 2026, per the sales representative, additional information related to the procedure and device issue cannot be obtained.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4 mm x 23 mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. Only the stent component was returned for evaluation. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The reported issue related to the stent migration in the complaint cannot be replicated in the laboratory since the reported issue is specific to the patient and procedure at the time of occurrence. However, stent migration is a known potential issue associated with the use of the device. The instruction for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The delivery system components may have gotten lost during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9924749. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.